Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5154592.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to leads migration and high impedances. It was also noted that the lead looked kinked at the entry point into the ipg. The patient underwent a leads replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned lead was analyzed. Visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the complaint was confirmed.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to leads migration and high impedances. It was also noted that the lead looked kinked at the entry point into the ipg. The patient underwent a leads replacement procedure and was doing well postoperatively.